Event description:
The customer reported that the replacement screen protector had resolved the touchscreen issue.

Manufacturer narrative:
Correction: the customer could not say for certain that the replacement screen protector corrected the brightness of the touchscreen, but it was definitely cleaner.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms and the touchscreen appearance has become "dull". The customer changed the cartridge and infusion set tubing and site multiple times. The customer's blood glucose level was 300 mg/dl and the ketone level was large. The customer went to the emergency room (ER) and was treated with fluids. The customer left the ER with a bg level of 160 mg/dl and was in stable condition. Tandem technical support had the customer perform a system check using the current supplies on the pump and the pump was found to be operating as intended. A review of the pump's t:connect logs were reviewed and no additional alarms were noted. The basal and bolus delivery appeared to be functioning as expected.